Event description:
It was reported while using bd q-syte¿ microbore tri-extension there were flow issues and a blockage. There was no report of patient impact. The following information was provided by the initial reporter: in deluxe ward during priming of q syte tri extension lumens, user can prime only one lumen and rest two lumens are not able to prime with bd posiflush, not able to push the plunger as there is a resistance. When user secure bd posiflush and trying to prime they are not able to push the plunger as there is a resistance.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte¿ microbore tri-extension there were flow issues and a blockage. There was no report of patient impact. The following information was provided by the initial reporter: :- in deluxe ward during priming of q syte tri extension lumens, user can prime only one lumen and rest two lumens are not able to prime with bd posiflush, not able to push the plunger as there is a resistance . When user secure bd posiflush and trying to prime they are not able to push the plunger as there is a resistance.

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of flow issues - fluid blockage were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. H3 other text : see h10.